Manufacturer narrative:
At this time, msi is waiting for device to be returned so an investigation can be conducted. Once the device is back and the results of the investigation are available, a final adverse event report will be submitted.

Event description:
Jaw broke off and fell into patient.